Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a manufacturer representative (rep) regarding a patient receiving morphine 1 mg/ml for a total dose of 0.44 mg/day and dose also noted as 0.125 mg/day via an implantable pump for non-malignant pain. It was reported the patient had a scab with redness around it on their abdomen near/over their pump. The patient was taking antibiotics for possible pump pocket infection. It was noted fluid began to drain from the area of the scab on (B)(6) 2019. The patient went to the emergency department and the physician advised them to return home and to see their physician. The patient was scheduled for an appointment today (B)(6) 2019) with hcp for follow up. It was unknown what factors may have contributed or led to the event. There was no diagnostics or troubleshooting performed. It was noted that surgical intervention occurred as the pump was explanted/replaced on (B)(6) 2019. The pocket location was changed due to a concern of infection and erosion of the pump pocket. The device disposition was no return-customer discarded. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were unknown (asked and will not be made available). The event date was (B)(6) 2019. No further complications were reported/anticipated.